Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was ovalized approximately 9.0, 2.0, and 1.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed it was ovalized in the distal shaft. This damage typically occurs due to excessive gripping or pinching during insertion into the anatomy, or due to forceful manipulation of the cat8 against resistance during use. Cat8 devices are 100% visually inspected during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician performed one pass in the left lobe of the target vessel using the cat8 and then removed the cat8 from the patient. After removing the cat8 from the patient, the physician noticed that the cat8 either collapsed or had been pinched a few centimeters proximal to the tip. Therefore, the procedure was completed using a new cat8. There was no report of an adverse effect to the patient.